Event description:
The device was returned as no longer needed with no reported problems. During the repair evaluation, it was discovered the unit's alarm would not function. There was no patient involvement, malfunction detected on technician's bench.